Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -05.50 diopter, tore during the loading process and there was no patient contact. The lens was replaced with another icl lens and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Weight: unk race: unk ethnicity: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).